Event description:
The customer reported there was a blue fluid leak of approximately 5 ml from the white blood cell (wbc) bath on the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer stated that the instrument did not generate any error messages. The customer was wearing a personal protective equipment consisting of a laboratory coat, protective eyewear, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noted that the clenz leak originated from the red blood cell (rbc) bath and not the white blood cell (wbc) bath as the customer had initially reported. The fse replaced loose o-rings on the rbc bath assembly to resolve the leak. The fse also replaced all tubing associated with the rbc bath as incidental service. Results: failure mode of the event is attributed to loose o-rings on the rbc bath assembly. (B)(4).